Event description:
It was reported that the caller stated that she received an email notification indicating that the patient's carelink transmission had "failed." Additional information received indicated that the scheduled transmissions are being processed as expected. No patient complications were reported as a result of this event.

Event description:
It was reported that the caller stated that she received an email notification indicating that the patient's carelink transmission had "failed." No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.